Event description:
It was reported the battery voltage was 2.19 volts and had a message of charge circuit inactive. Additional information received indicated the patient was opposed to having the device replaced, and there were no patient complications due to the lack of device function. The patient had been lost to follow-up for several years and had ignored the device tones for several months.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.